Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Unable to verify failed battery alarm and battery power loss alarm due to blank display noted. Insulin pump received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed failed battery test. Troubleshooting was performed. Customer's blood glucose level was unknown at the time of the incident. It was reported that when the customer was advised to clear the alarm with selecting the ok button, a replace battery now alarm was received. The battery was not previously used. The insulin pump alarmed failed battery test, and the customer was advised to remove the battery and clean battery cap, contact. It was found that the battery compartment was damaged. Troubleshooting for the damage was performed. It was reported that there was about an inch of crack from the middle to the top and it was not known how it occurred. There was no indication of the alarm being resolved during troubleshooting. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.